Event description:
Valve was explanted and replaed because the valve was flowing freely. Rep suspects that the anit siphon was controling the flow until it was no longer activated. The valve flowed freely once it passed 11 on the monometer.